Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the device was stalling. The procedure was completed using the same device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.